Event description:
The pt reported the following: pt underwent a neck suspension using quill srs pdo in (B)(6) 2008. Two to three weeks following the procedure, the pt began experiencing redness and inflammation along the suture line. The pt was treated empirically with oral antibiotics (keflex) and monitored. Pain, redness and inflammation continued to worsen despite the use of antibiotics. The pt eventually had the product taken out. However, she stated that the doctor was not sure how much of the product he was actually able to remove. Since the removal procedure, the pt has continued to have redness and inflammation along the suture line. She has been treated with multiple courses of kenalog and botox injections to the neck in an attempt to release scar tissue without success. Most recently, the pt has begun to develop pockets of fluid behind her ears. This has been cultured and has returned positive for staph. The pt continues to experience redness and inflammation, as well as pain. She has been on multiple courses of oral antibiotics including keflex., tetracycline, minacylcine, as well as topical ointments, none of which have relieved her symptoms.

Manufacturer narrative:
The pt would not divulge physician info relevant to this event. The pt described the product as quill srs pdo. Specific product info, such as the model number, lot number, etc., was not provided. The 510(k) numbers for all quill srs pdo products are as follows: k071989, k080680, k080985. Method: the device was not returned for eval. Furthermore, the model number and lot number are unk. Results: the device was not returned for eval. No product eval can be performed. (B)(4). Quill srs pdo.